Event description:
Covidien received info from a customer in the USA stating that an 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The exact date of the event was asked but unk.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse asked if the pt was on humidification to determine if the failure could be attributed to a wet filter. Customer reported to have followed the tse recommendations by replacing the wet filter and running the unit for 48 hours. The alleged malfunction has been corrected. Customer has conducted final testing, and the device remains with the customer. Covidien was not authorized to service the device. (B)(4).